Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Phone number: (B)(6). Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that several unspecified bd insyte 24 catheter are missing their safety push button. The following information was provided by the initial reporter, translated from portuguese to english: we made the purchase of insyth n° 24, and there were several complaints from the nursing team, where they allege that the insyth are not coming with the safety lock.